Event description:
It was reported that the monitor of the 9800 system has a ge logo burned into the screen causing some dark areas. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left monitor and adjusted brightness. The system was tested and found to be working as intended and placed back into service.